Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture and vessel dissection occurred. The target lesion being treated was located in the mid left anterior descending artery with a bend of >45° and <90°. A 275x20mm nc quantum apex balloon catheter was advanced to the lad for predilation and burst at 22atm on an unspecified inflation. The balloon burst caused a vessel dissection. The quantum apex device was removed intact. No additional patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).